Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, the unit was unable to prime during the prime test due to a faulty force sensor resistor (gold). No compromised force sensor system error alarms were noted. The drive support disk was inspected and no anomaly was noted. The following physical damage was also noted: a corroded battery tube, minor scratches on the lcd window, and cracked casing at the reservoir tube window corners. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system alarm during the manual prime process. The patient's blood glucose at the time of incident was 158 mg/dl. Troubleshooting occurred: the alarm was explained and the caller was advised to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.